Manufacturer narrative:
Carefusion technical support advised biomed to calibrate the inspiratory/expiratory pressure xdcrs. The reported issue seemed resolved post-calibration. The unit passed extended sys testing while ventilating in "ops mode". Biomed stated that he will cycle the unit for a few hours and check to see if the xdcr drifts and/or if the reported issue reappears. He was to call back in case he requires further support. As of may 7, 2015, there was been no further request for assistance with this issue.

Event description:
Biomed at a user facility reported a unit that is not ventilating, and is alarming high pressure. According to the biomed there was no ventilation on initial power-up. The unit was powered down, and powered back on but it continued not to ventilate, and kept alarming high pressure. The event occurred while on a pt, however there was no harm to the pt. The pt was placed on another ventilator.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Carefusion field service rep replaced components on the unit and repaired the unit on (B)(6) 2015.